Event description:
An ovation prime abdominal stent graft was implanted to treat an abdominal aortic aneurysm. The aortic body delivery system was positioned and the aortic body stent graft deployed as expected. During fill of the stent graft, the polymer syringe emptied and the patient experienced transient hypotension which was treated per the instructions for use and the patient was stabilized intraoperatively. The physician deployed a balloon expandable stent in the proximal sealing ring region of the stent graft to resolve a type ia endoleak and successfully exclude the aneurysm. As of the date of this report, there have been no additional sequelae reported.

Manufacturer narrative:
Only the delivery catheter was returned for evaluation; the stent graft remains implanted.